Event description:
This lead was capped and replaced due to non-sensing and non-capture at maximum output. There were no adverse pt events reported. Should add¿l info be received, this file will be updated.